Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (damage) issue. It was reported that the battery compartment was cracked/damaged and that the pump experienced intermittent power. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 27-nov-2018 with the following findings: review of the black box data revealed several records of unexplained power on reset. The battery compartment was confirmed to be cracked. A battery cap was not returned with the pump for investigation; a test cap was used to complete the investigation. The pump powered on normally and ez-prime steps successfully completed. The pump was exercised for 12 hours without any interruption of power. Investigation confirmed the battery compartment crack but did not duplicate the alleged power issue.